Event description:
It was reported that this right ventricular (rv) lead was reposition due to oversensing and undersensing. Also, a perforation to the heart wall was noted. The rv lead was successfully replaced and antibiotics were given to the patient. No additional adverse effects were reported.